Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer (a nurse) called after a successfully completed surgery earlier today, that the arms controlled by the left master tool manipulator (mtm/l) were drifting i.e.. When surgeon swapped control from one arm to the other the first arm still moved a bit. Logs were not showing any error pointing to this problem. They managed to finish the surgery without problems. The customer called in to know if they can use the system today for the 2 robotics surgeries. The technical services engineer (tse) checked live logs and there were no errors related. The tse asked if they move mtml she can reproduce arms drifting, and she could not. They will do surgery and call back if the issue reappears. The procedure was completed with no report of patient harm, adverse outcome or injury with no delays.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse carried out sine cycle and intuitive motion test, also tried to replicate arms drifting but was unable to do so. Error logs did not show any signs of complications. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi reviewed the site¿s complaint history, which a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No investigation required as no image or video clip for the reported event was submitted for review. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse carried out sine cycle and intuitive motion test, also tried to replicate arms drifting but was unable to do so. Error logs did not show any signs of complications. The fse's service visit did not reveal any issues related to the customer reported event. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.